Event description:
Lar procedure. Pcs29 dlu was connected, calibrated and was fired. Upon removing the device, staples were observed not formed. The distal staple line had to be re-resected and a new anastomosis had to be created.